Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times while monitoring a patient. The customer advised that one of the devices batteries was low, but the other was full. The customer further advised that after the initial loss of power, whenever they tried to power the device back on it would not stay on for more than a minute. As a result, defibrillation may not have been possible if it were necessary. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times while monitoring a patient. The customer advised that one of the devices batteries was low, but the other was full. The customer further advised that after the initial loss of power, whenever they tried to power the device back on it would not stay on for more than a minute. As a result, defibrillation may not have been possible if it were necessary. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Physio-control further evaluated the customer's device but was still unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.